Manufacturer narrative:
There were no unexpected motor position encoder error alarms during testing. The insulin pump passed the self-test, displacement test, rewind test, basic occlusion test and priming test. The insulin pump was received with motor position encoder error alarm in the alarm history screen and it was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. There were minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer changed out the reservoir and received the motor error alarm. Customer was unable to complete the prime sequence. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.